Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following multiple intraocular lens (iol) implant procedures performed at three different hospitals by the reporting ophthalmologist and other ophthalmologist, who are seeing occasional patients with mild inflammation approximately 1 week post operatively, with or without corneal involvement (if so, then very mild). This is generally managed with steroids and there are no lasting issues for the patients. At the moment there are no known common factors that would have contributed to this. The reporter also reported that the observed reactions were not necessarily in relation to specific lenses, nor does he consider what they are seeing as being adverse events. He has no further detail to provide at this point in time, however he is considering performing an audit of his patients in an attempt to identify any commonalities that may have contributed to the observed reactions.